Event description:
It was reported that there was loss of insufflation during surgery.

Manufacturer narrative:
Alleged failure: cib, james, biomed, not building up pressue during operation and not showing pressure on gage, keeps cutting out during operation, temp the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the patient pressure measurement connection from the tube connection component not having the ability to retract completely in order to create a proper seal. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of insufflation during surgery.